Event description:
In 1999 I chose to get breast augmentation. I was told by my surgeon that saline implants are safe. (I do not have any of my papers as it has been 20 years). Just recently I was made aware of the finding of bia/alcl and textured implants. I called the card given to me by my ps and found out that I have allergan formerly mcghan textured saline implants. On top of my research I was made aware of breast implant illness. Starting in 2005, in started having ocular migraines and they have progressively gotten worse. I have tingling muscle weakness in my leg, upper back shoulders and arms. I have cold fingers and toes when the rest of my body is warm. Burning feet, tingling and numbness on my fingers. Enlarged lymph nodes in my underarms. Major anxiety, mood swings. Most of all I have painful breasts that burn, and have frequent stabbing pain. The pain gets so bad at times it hurts to wear a bra. My right implant is also hard and has made getting a mammogram extremely difficult. I often wonder if they are really getting the full picture of what is going on. I have night sweats so bad at times, I thought I was going through menopause early. Being I have just recently seen this, I have not gone to the dr and reported my symptoms as I felt like I would not be believed. However with the recent findings, I have gone to my dr and discussed my concerns and my symptoms. Thank you for your time, and I hope you redact saying that women should not get these implants out if they have textured implants. They are slowly killing us. FDA safety report ID# (B)(4).